Manufacturer narrative:
Upon receipt of the sample an investigation will be completed per our procedures. The results of this investigation will be forwarded to the FDA within 30 days of its completion via a follow up MDR.

Event description:
During dressing change, a drop of white ivf was noted to expel from the catheter hub. Insertion site remained unchanged and dry. PICC was removed and a piv was placed. No harm to patient aside from additional pokes.